Event description:
On (B)(6) 2009, the caller reported she has changed the pt's insulin infusion device battery 3 times today and each time, after she starts the change cartridge procedure, she received an e10 (cartridge error). She stated the device is properly programmed to alkaline and she uses advanced longer life, alkaline batteries. She was advised not to use any heavy duty, super life, or advanced life batteries. She stated the piston rod makes a "grinding noise" when trying to complete the change cartridge procedure. She stated she has not been able to clear the e10. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.